Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was implanted on (B)(6) 2025. Another interrogation was performed post-op. While the programmer was still connected via bt, also a pairing of svc was attempted but did not go through. Apparently, telemetry was switched to inductive. After re-interrogation, it was tried to switch back to rf telemetry, but an error message was displayed. Then the session was ended again, the programmer rebooted (p1+p2) and interrogated again. From this interrogation the video is attached. I have not yet received any files. Is there a way to restore bt telemetry while the patient is still hospitalized?

Event description:
Reportedly, the patient was implanted on (B)(6) 2025. Another interrogation was performed post-op. While the programmer was still connected via bt, also a pairing of svc was attempted but did not go through. Apparently telemetry was switched to inductive. After re-interrogation, it was tried to switch back to rf telemetry, but an error message was displayed. Then the session was ended again, the programmer rebooted (p1+p2) and interrogated again. From this interrogation the video is attached. I have not yet received any files. Is there a way to restore bt telemetry while the patient is still hospitalized?

Manufacturer narrative:
Please refer to the attached report analysis of provided data : on 08 july 2025, the device ICD sn: (B)(6) was interrogated between 08:07 and 08:53, 4 rf sessions were successful, without ble issue from 09:21 to 10:05, ble connections failed, then the tablet switched to inductive communication, and ble communication couldn¿t be re-established. The observed issue to re-start bluetooth communication resulted from a windows error. It should be noted it is not possible to connect the ICD with 2 devices (for example programmer and svc) at the same time. That¿s why while the ICD was connected to the programmer, it was not possible to connect to svc. - based on available data, no issue is suspected on the subject ICD. - this case is followed in trending.